Event description:
Note: this report pertains to the first of two resolution clip devices used in the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, two clips "misfiring". The same issue occurred to the second resolution clip device. The procedure was completed with another resolution clip. It was also noted that the sheath was attempted to be completely removed prior to the procedure which is not describe in the instructions for use. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date 01feb2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of clip misfiring. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. The outer-sheath was not returned with the device. No problems were identified during microscopic examination. Functional evaluation was performed using the tortuous fixture and the clip assembly was able to perform the first activation and could be released from the catheter without problem. No problems with the device were noted. The reported event was not confirmed. No problems were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was noy used per the instructions for use (IFU)/product label as the outer-sheath was attempted to be completely removed prior to the procedure which is not describe in the instructions for use.

Event description:
Note: this report pertains to the first of two resolution clip devices used in the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, two clips "misfiring". The same issue occurred to the second resolution clip device. The procedure was completed with another resolution clip. It was also noted that the sheath was attempted to be completely removed prior to the procedure which is not describe in the instructions for use. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.